Manufacturer narrative:
Pt age/date of birth: unknown, not provided. Pt gender/sex: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted when the doctor noticed a crack on the lens optic. The lens was removed and required enlargement of the incision. The procedure was completed successfully with the back up lens and the patient was reported to be fine.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under microscope showed fibers/particles on the lens related to the handling of the lens in a non-sterile environment. Also residues of viscoelastic solution (ovd) were observed on the lens, indicating that the unit was prepared and handled for surgical use. The lens was returned cut in two pieces most probably to make the removal process possible. Lens was also observed with a mark on the centre. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.